Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use or handling. A visual examination of the device found one (1) band was present in the correct position. The first six (6) bands had been deployed and were not returned. It was noted that the ligator head teeth were damaged. The suture was observed to be broken with portions attached to the ligator head and the trip wire loop. It was also noted that the trip wire had been cut by the user and the proximal portion was not returned. It was also found that the trip wire was secured in the post slot and wrapped tightly around the post instead of the spool. The handle bracket and post had been damaged by the trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees with audible click and indents felt; no issue was noted with the handle assembly. Based on the evaluation of the device,it is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damage the ligator teeth, however, it cannot be confirmed that the trip wire was not secured properly during use. Therefore, the most probable root cause could not be determined at this time. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.